Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. The power pcb assembly was replaced. After proper operation was confirmed through functional and performance testing, the device was returned to the customer. The power pcb assembly was further evaluated and it was observed that multiple parts on the power pcb assembly has been opened or shorted. The cause of the reported issue was damage to the power pcb assembly.

Event description:
The customer contacted physio-control to report that their device would not power on. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.